Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, customer called technical support engineer (tse) to report the erbe generator will not stay powered on. As long as the customer pressed down the power button, the erbe was powered on but as soon as the power button is released, the erbe powered off. Caller will either use a third party generator or may consider aborting to another tower. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to correct reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. M-32 error was confirmed in the system error logs. The erbe was analyzed and the reported event was reproduced. The unit will not remain powered up unless the power switch is held down and was not able to be tested further. Errors were not present in the erbe logs. The front bezel of unit had slight yellowing/discoloration. The complaint was confirmed based on failure analysis.